Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during posterior cruciate ligament surgery the screw broke off inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Swit (B)(6).2023: the screw broke off inside the patient and was retrieved from patient. The acl was already fixed with a tightrope. The screw should only be used as an additional fixation. Therefore no additional screw was used. Swit (B)(6).2023: the screw broke off during insertion of the screw.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-4020c-08 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the fastthread bio screw was broken into two pieces. Because of the damage to the screw, a functional test cannot be performed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0111-7 at revision 0. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.